Event description:
The customer contact reported the device slipped down an IV pole and came in contact with the nurse. The device was returned to the biomedical department with a report of the device slipping down the IV pole. The customer contact reported the nurse placed the device on the IV pole, after an unspecified length of time the device slipped down the IV pole hitting the nurse on the toe. The device hit the floor and broke. There were no reported adverse effects and no medical interventions were required. The device was removed from clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel; (B)(4).